Event description:
It was reported that prior to insertion in anesthesia, the tip of the swg was found severely bent by the md. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: returned by the customer was an opened cs-27702-e kit that contained a guide wire and an advancer assembly. The guide wire cap was not returned with the complaint samples. The guide wire returned in the kit was inspected and kinks were observed at 1.3 and 2.5 cm from the j-tip with separate coils at 3 mm. When the welds were checked, the core wire detached from the distal weld. The advancer assembly was examined and stress whitening was observed at the straightening tube. Due to the damage with both the guide wire and advancer assembly, an attempt to reinsert the guide wire was confirmed through inspection of the returned components. Based on the kinks/separation of the guide wire, the whitening observed in the straightening tube and the tray used to package this kit, the potential cause is tray design related. An engineering change request is in place to replace the tray used in this complaint lot with a redesigned tray to reduce the component contact and movement within the tray.